Event description:
The customer reported to olympus that the scope connectors were coming apart and the connecting tube was broken. It is unknown when the problem was identified. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service confirmed the customer's complaint. The inspection of the connecting tube started from the reprocessor connector side and found there was only 1 locking lever attached to the connecting tube. Olympus was unable to attach the connecting tube due to the missing locking lever. The locking levers were not returned for inspection. The pin of the reprocessor side connector had no bends or breaks. The slide adaptor section was also inspected and found stainless-steel were normal. The slide adaptor was able to attach and detach from the suction port smoothly as intended. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The date of manufacture is approximately july, 2022. Based on the results of the investigation, it is likely that external stress was applied to lock lever of connecting tube, which broke the lever and the tube was unable to be connected. As a cause of external stress above, the user may have applied force toward incorrect direction. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "9 preparation and inspection 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor the field performance of this device.